Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that water ingress in the pneumatic block triggered the system fault error message. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device displayed a system fault (sf74) error message indicating a software task fault. During the service center evaluation, a self-test failure was also observed. There was no patient injury reported as a result of this incident.